Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 740670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included shortness of breath, wheezing, dizziness, lightheadedness, vaginal haemorrhage, polyuria, thirst, food craving, pain in limb, cervical dysplasia, lumbago, morbid obesity, cubital tunnel syndrome, shoulder pain, wrist pain, neck pain, fatigue, malaise, unilateral leg pain, myofascial pain syndrome, nausea, vomiting, diarrhea, loose stools, cold sweat, hot flashes, sinusitis, nasal congestion, cough, viral gastroenteritis, numbness in fingers, pain legs, pain in extremity, uterine bleeding, vaginal bleeding, gastritis, esophagitis, uterine bleeding, vaginal itching, fatigue aggravated, stress, difficulty sleeping, mood depressions, decreased appetite, weight loss, disturbance in attention, decreased interest, feeling guilty, dysuria, ovarian cyst, endometrial polyp, menstruation delayed, smelly sensation, breast tenderness, flank pain, vaginal discharge abnormality, hypertension, bacterial vaginosis, myalgia, malaise, generalised aching, painful breasts, multigravida, parity 2, pap smear abnormal, unspecified visual disturbance, defecation urgency, stress urinary incontinence, constipation, pregnant (complicated pregnancy. Patient with estimated date of delivery: (B)(6) 2011.), unspecified hemorrhage in early pregnancy and bacterial infection. Previously administered products included for an unreported indication: cyclessa from (B)(6) 2010 to (B)(6) 2010, ortho-tri-cyclen from (B)(6) 2010 to (B)(6) 2010, implanon from (B)(6) to (B)(6) 2010, mirena in (B)(6) , loratadine, monistat and motrin. Concurrent conditions included asthma since (B)(6) , urinary frequency, micturition urgency, urge incontinence, rash, menses irregular and dyspareunia. Concomitant products included ibuprofen for migraine. In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: all"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: all") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: all"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with antibiotics, salbutamol (albuterol), topiramate (topamax) and surgery (hysterectomy (full) on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, vaginal discharge, abdominal pain, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, headache, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: (on right side): 4coils were observed in the endometrial cavity following the placement and 3 coils were noted on left side in the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: abdominal pain, back pain, lower abdominal pain, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 740670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's medical history included shortness of breath, wheezing, dizziness, lightheadedness, vaginal haemorrhage, polyuria, thirst, food craving, pain in limb, cervical dysplasia, lumbago, morbid obesity, cubital tunnel syndrome, shoulder pain, wrist pain, neck pain, fatigue, malaise, unilateral leg pain, myofascial pain syndrome, nausea, vomiting, diarrhea, loose stools, cold sweat, hot flashes, sinusitis, nasal congestion, cough, viral gastroenteritis, numbness in fingers, pain legs, pain in extremity, uterine bleeding, vaginal bleeding, gastritis, esophagitis, uterine bleeding, vaginal itching, tiredness, stress, difficulty sleeping, mood depressions, decreased appetite, weight loss, disturbance in attention, decreased interest, feeling guilty, dysuria, ovarian cyst, endometrial polyp, menstruation delayed, smelly sensation, breast tenderness, flank pain, vaginal discharge abnormality, hypertension, bacterial vaginosis, myalgia, malaise, generalised aching, painful breasts, multigravida, parity 2, pap smear abnormal, unspecified visual disturbance, defecation urgency, stress urinary incontinence, constipation, pregnant (complicated pregnancy. Patient with estimated date of delivery: (B)(6) 2011.), unspecified hemorrhage in early pregnancy and bacterial infection. Previously administered products included for an unreported indication: cyclessa from (B)(6) 2010, ortho-tri-cyclen from (B)(6) 2010, implanon from 2008 to (B)(6) 2010, mirena in 2008, loratadine, monistat and motrin. Concurrent conditions included asthma since 2009, urinary frequency, micturition urgency, urge incontinence, rash, menses irregular and dyspareunia. Concomitant products included ibuprofen for migraine. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: all"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: all") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: all"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with antibiotics, salbutamol (albuterol), topiramate (topamax) and surgery (hysterectomy (full) on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, vaginal discharge, abdominal pain, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, headache, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: (on right side): 4coils were observed in the endometrial cavity following the placement and 3 coils were noted on left side in the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: abdominal pain, back pain, lower abdominal pain, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs & mr received. Event injury nos was replaced by the new events: infection (bladder/urinary tract/vaginal) type: all, bladder or urinary problems or changes, migraines, headaches, nausea, pain, vaginal discharge, abdomen pain, lower back pain, lower abdomen pain, she did not undergo essure confirmation test. Lot number was added. Concomitant drugs, conditions, treatment drugs, historical conditions, drugs and reporter's information were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.